Event description:
It was reported that the stent foreshortened. A 5 x 120 x 130 innova self-expanding stent was selected for use in a balloon and stenting procedure. The target lesion was in the lower limb superficial femoral artery. After balloon inflation, the stent retracted by 50% during deployment and implantation. Since the stent could not completely cover the lesion, another 5 x 120 x 130 innova stent was required. The second innova was difficult to position but ultimately implanted. No patient complications were reported, and the patient was stable following the procedure.